Event description:
It was reported that during a whipple procedure, the surgeon was using the device for approximately 2 hours when it started to get very stiff on closing and the surgeon could not close the jaws of the instrument in a smooth fashion - it was very resistant so more force was applied to close and it would jerk close. Could not use it with control on closing. They opened another device and after half an hour it did the same thing. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.